Manufacturer narrative:
The following fields were updated: device available for evaluation? Yes returned to manufacturer on: 03-apr-2024 investigation summary: bd received samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for gel air bubbles with the incident lot was observed. Additionally, (B)(4) retention samples (B)(4) from each lot) from bd inventory were evaluated by visual examination and the issue of gel air bubbles observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel air bubbles bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use with the bd vacutainer® sst¿ blood collection tubes, there were air bubbles in the gel. There was no report of patient impact. Affected quantities: lot 3177823, qty (B)(4).

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. Multiple lot numbers affected: d4. Medical device lot #: 3273763. D4. Medical device expiration date: 30-sep-2024. H4. Device manufacture date: 17-oct-2023. D4. Medical device lot #: 3177823. D4. Medical device expiration date: 30-jun-2024. H4. Device manufacture date: 19-jul-2023. D4. Medical device lot #: 3179643. D4. Medical device expiration date: 31-may-2024. H4. Device manufacture date: 12-jul-2023. E1. Initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with the bd vacutainer® sst¿ blood collection tubes, there were air bubbles in the gel. There was no report of patient impact. Affected quantities: lot 3177823, qty (B)(4). Lot 3273763, qty (B)(4). Lot 3179643, qty (B)(4).